Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprostheses featuring c3® delivery system. The trunk-ipsilateral leg component was first implanted on the right side into an angulated proximal aortic neck measuring ~65 °. As it was reported that the right common iliac artery was also aneurysmal (measuring ~45 mm), the right internal iliac artery was intentionally covered. An iliac extender component was implanted for distal extension on the ipsilateral leg of the trunk-ipsilateral leg component into the external iliac artery in order to obtain adequate seal. A contralateral leg component was successfully implanted on the left side. The procedure was completed with no reported issues. Reportedly, there was no significant thrombus noted at the proximal or distal implantation sites. On (B)(6) 2014, follow-up imaging identified narrowing of the trunk-ipsilateral leg (right side) by the contralateral leg component (left side). Further, it was reported that both the trunk-ipsilateral leg and the iliac extender component implanted on the right side had thrombosed. Reportedly, the exact cause of the thrombosis is unknown. On (B)(6) 2014, an intervention was performed to treat the thrombosed devices. A 7 mm non-gore stent was implanted within the trunk-ipsilateral leg component to restore patency to the right side. Reportedly, the device occlusion was resolved and the patient tolerated the procedure. Attempts were made to obtain additional information on this event. However, no additional information was provided.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: pxl161207/12394218.

Event description:
It was reported that the endoprostheses were not crossed during the initial implant procedure performed on (B)(6) 2014. It is reported the patient's distal aortic neck was within the a gore excluder aaa endoprosthesis instructions for use. The patient is reportedly doing well and the physician will continue to monitor the patient.